Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image, error e216 (scope communication error), was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The complaint was returned to olympus for device evaluation and the customer¿s allegation of temporary image loss was not confirmed. Additionally, the following events were discovered and are as follows: (a.) The bending section cover had a scratch, (b.) Adhesive on the bending section had a chip, (c.) Due to a dent on the bending tube, the bending angle in the up direction exceeds the standard value, (d.) Due to damage on the lock engagement lever, the bending section could not be fixed firmly, (e.) The protector of the video cable section had a scratch, (f.) The light guide connector had a scratch, (g.) The universal cord had a scratch, (h.) The angulation lever had a scratch, (I.) The right, left lever had a scratch, (j.) The angulation lever had a scratch, (k.) The switch 1 button had a scratch, (l). The grip had a scratch, (m.) And the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was temporary loss of image from the endoeye flex deflectable videoscope. The issue was found during inspection for use for an unknown procedure. There were no reports of patient harm associated with the event.